Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, transmission issues were observed on this communicator. Troubleshooting was performed but the issue was not resolved. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. Additionally, transmission issues were observed on this communicator. Troubleshooting was performed but the issue was not resolved. No adverse patient effects were reported. At this time, this device system remains in service.